Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent minimum fill notifications occurred after filling multiple cartridges with 200 units of insulin. Reportedly, the air was not being removed from the cartridge prior to filling it with insulin. Blood glucose level was 501 mg/dl, and was addressed by delivering a bolus. Reportedly, a new cartridge was loaded to address the issue.